Manufacturer narrative:
The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump "would not stop alarming" to an f-29 (two occlusion sensors (up and down) cannot be selected) alarm. This occurred prior to patient use. There was no patient involvement. No additional information is available.